Event description:
Information received indicates all four casters will lock in brake but would continue to rotate if pushed on from the side.

Manufacturer narrative:
The technician found the brake linkage was worn. He replaced the brake linkage to repair the stretcher.